Event description:
Terumo medical received the following information: the rt got jailed/stuck between stent and tissue during a left heart cath (lhc). The doctor tried ballooning over the wire to release; however, that did not work. The pulled on the rt wire and it broke wire off at junction point as well as stretched wire. The doctor called another surgeon and the patient sent to surgery to remove the wire; however, there were no details on the success or extent of the removal. No blood loss was reported.